Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) could not be interrogated. Using two different programmers, interrogation exhibited interference/noise. Sensing and pacing were normal. The last successful interrogation/communication was april, 1998.